Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during thoracoscopic lobectomy, while closing resection of lung tissue, the surgeon was not able to fire the device although the green button can be pressed and the handle can be squeezed. Replaced by a new device to complete the case.